Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no physical damage observed to the battery compartment or cap. The pump booted to the "verify" screen with appropriate auditory and vibratory alarms. A review of the black box shows a "low battery" warning at 3:00 am on the reported event date and a "replace battery" alarm at 5:00 am. There is no indication patient installed a new battery afterwards. The pump was exercised for 24hrs with no power issues.

Event description:
The patient claimed his animas pump does not power on. The pump lost power overnight. There was no adverse event associated with this complaint. During troubleshooting, the reported indicated that there was no visible damage to the battery compartment or the battery cap of the animas pump. The battery compartment did not have any corrosion. The battery was replaced but the issue was not resolved. There was no product misuse. The patient was advised to go on the backup plan as needed. This complaint is being reported as a malfunction due to the alleged power issue.